Event description:
It was reported that the patient presented to the clinic in backup vvi post radiation therapy; a device status report did not print. A software download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.